Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer malfunctioned due to faulty slide rails. The field service engineer replaced the faulty slide rails to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a malfunction in which the auxiliary drawer 7 became jammed and would not open. The customer tried to recover the station, but the issue still persists. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.